Event description:
The manufacturer received information alleging the flow verification test step had failed on a trilogy evo device. There was no harm or injury reported. The trilogy evo device was being evaluated at the manufacturer when the test step failed. The manufacturer¿s service technician evaluated and determined the system printed circuit assembly (pca) had caused the flow test step to fail on the device. In conclusion, the system pca was replaced to address the issue. Additional findings not related to the malfunction/issue was the air inlet foam filter and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.